Event description:
It was reported that a flogard pump had alarmed for air in the line. It is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site. The alarm log was reviewed and was found to have evidence of the air in line alarm. The alarm was caused by the air sensors being out of calibration. The air sensors were calibrated in order to correct the reported problem.